Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿failed split nut closed.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the units split-nut knob doesn't like to close all the way by itself, but you can just push it the rest of the way closed. All of the sensors in the pump are still working, it's just the mechanical part that is a little stiff. The detect plunger sensor was having similar issues; the button did not want to reset after being pressed. I opened the top of the plunger driver and pressed and reset the button manually until it started to move freely. The right iui connector was starting to corrode, so I replaced it with a new one. I ran the unit through all of its pm tests with no other issues.¿ reported problem cause description: "calibration - adjustment.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿